Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's implant procedure, the new lead was unable to be implanted due to the patient's anatomy. The procedure was abandoned.